Manufacturer narrative:
The customer's report was duplicated and attributed to defective analog board. The analog board was replaced to resolve the problem. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.